Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer cleared the alarms and resumed insulin delivery. After further alarms, the customer changed the cartridge, infusion tubing and site. The customer's blood glucose level was 168 mg/dl and was in diabetic ketoacidosis (dka). The customer disconnected from the pump, administered a shot of novolog and lantus. The customer was admitted to the hospital with dka and was treated with intravenous fluids. The customer was discharged the same day. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be determined.